Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported by a hospital that the pacing impedance in this lead was unusually high, between 1300-2000 ohms, and the lead was discarded. No further details were provided. No adverse patient effects were reported.